Event description:
(B)(6) called in asking what else could/should be done for programming for this patient. Discussed ring issue evidence with lead impedance trends. Discussed possibly programming rv (right ventricular) pacing impedance alert setting to a higher value (i.e. 3000ohms) or turning rv pacing impedance alert off and letting lia (lead integrity alert) monitor rv lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).